Event description:
A medtronic representative reported a perc reference frame that is not functioning properly. As told, "loosen, it cannot lock rotation by handle." No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Suspect device has not been returned to manufacturer for evaluation.